Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it¿s likely, that the image did not appear, due to a cable failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the camera cable had a crack on the rear cover holder and failed water tightness test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During maintenance, an olympus engineer found that the image does not appear on the 4k camera head. There was no patient involvement.